Event description:
It was reported that the patient had a pulse generator change out and since then the ventricular lead exhibited several episodes of noise at different times of the day. Noise was intermittent and brief in duration. Noise was reproducible with provocative maneuvers. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.